Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the stylet was kinked/buckled, and visual summary analysis indicated damage during use; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure of the atrial lead the stylets would not advance all the way into the lead and therefore the physician could not place the lead in the atrium. It was noted that approximately six centimeters of stylet was left over from the lead body. Several stylets were tried and it was confirmed that the stylets were the right length and also that the lead was not too tight under the clavicle. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.